Event description:
It was reported that the zero-p va cage convex h5 peek was involved in an intraoperative event where the cage became dislodged from the plate during positioning. Attempts to re-fit the cage were unsuccessful, causing discomfort to the surgeon and necessitating the opening of a second implant. The implant was returned in the instrument box, and there was no reported harm or significant delay to the patient or user.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.